Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. A visual inspection was performed and found damage on the cassette membrane, no others issues were detected on the tubing set. Following visual inspection the cassette was inspected with a microscope and determined that the damage was one pinhole, no damage on the hard plastic was found. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported during fill 1 the cycler had a malfunction. The patient's contact performed a quick drain operation. During the quick drain the cycler alarmed for air detected in the cassette. Following the quick drain the patient contact found fluid leaking behind the cassette door. The patient contact was advised to contact the pd nurse. The set was made available for evaluation. During follow up the patient's pd nurse reported the patient had no complications following the event. No adverse event reported at this time.